Event description:
Medtronic ave has received films of film interpretation completed on 5/2001 by an independent contracted physician reveals an increase in the abdominal aortic aneurysm with possible endoleak (endo-lesion). The explant eval reveals there is one fatigue fracture of the stents and the graft is fine. Medtronic ave has received the explanted stent graft and analysis of the stent graft reveals the cause for the significant increase of 20mm in maximum aneurysm diameter during the first three months cannot be determined, since an endoleak could not be confirmed upon imaging. There were no abnormalities noted on the graft material upon examination. The fatigue fracture was at a location that would be outside the proximal or distal seal zones and did not result in loss of radial or columnar support. Additionally, the broken stent did not damage the graft fabric. The suture hole on the graft material, which are caused by broken sutures were unremarkable and not believed to be the cause of the aneurysm enlargement.

Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were successfully implanted in a pt for the treatment of an abdominal aortic aneurysm in 1999. The aortic aneurysm neck length and sizing are unknown. The CT scan in 11/1999 showed that compared to the 5/1999 CT scan, the aneurysm is unchanged in size at 85mm. A probable small endoleak was seen in may and was again seen on the november CT. A f/u angiogram in 12/1999, failed to demonstrate an endoleak. A CT scan in 8/00 showed that the aortic dimension had increased in comparison to the previous scan of 2/1999. The scan states that there is a persisting endoleak, that is not visible on either CT or angiography. The aneurysm size had increased to 9 cm: the increased diameter indicated an endoleak of unknown origin. It is reported that due to the persistent endoleak with no reduction in the aneurysm size, the pt underwent surgical repair of the aneurysm with explant the event date. The pt is reported to be "alive" post procedure. It is reported that the explant will be returned to medtronic/ave; analysis and investigation is pending upon receipt. Medtronic/ave has rec'd conflicting info from the user facility, which is currently under investigation.